Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: low flow alarms could not be confirmed as no log files were submitted by the account for review. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information has been provided by the account to this date. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's recurring communication fault is previously reported within MFR report numbers 2916596-2019-01412, 2916596-2018-05622, 2916596-2019-02224, & 2916596-2019-03749. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was recently admitted with a new alarm that presented at home. The patient's family reported seeing a red heart light. Both the black and white patient cable lights were on with no audible alarms. With the patient's persistent communication fault, only the power was displayed, which was stable. This non-audible alarm has not been repeated since the patient was been admitted. The patient is stable and doing well although the center is concerned if the patient is having low flow alarms and if discomfort is getting worse. The patient is not an ideal candidate for pump exchange due to age so the center has asked for an engineer to review this case and see if there are any other options to address the persistent communication fault.